Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 268 mg/dl - "high"; cause was unknown. Customer attempted to address their bg with consuming carbohydrates, administering a bolus and manual injections, but was additionally given intravenous fluids of saline, benadryl, and metoclopramide to treat in the hospital. Customer was discharged the next day (B)(6) 2025 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.